Manufacturer narrative:
Per the biomedical engineer, the contacts were good and the battery was touching both the side and bottom contact points when the battery was inserted into the bios battery location.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a "disk boot failure" error message after installing a bios battery and hard drive. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the biomedical engineer, he tried to replace the hard drive with the newer version, but the central control monitor (ccm) would not accept it. Using the old battery and hard drive, the ccm boot up successfully. The two newer hard drives were bought before the field service representative (fsr) performed the electronic patient gas system (epgs) notice of field correction (nfc) to upgrade the software from 3.0.3 to 3.0.4. The two newer hard drives were fine but they would not work with ccm software version 3.0.4, they only work for software version 3.0.3. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.